Event description:
It was reported the user was unable to advance the spring wire guide through the arrow raulerson syringe (ars) because of resistance during the procedure. Therefore, a new kit was used instead. No injury to the patient was reported.

Manufacturer narrative:
(B)(4). The customer returned a lidstock, one guide wire in its advancer, and an arrow raulerson syringe (ars) for analysis. Signs of use in the form of biological material was observed on the guide wire. Visual analysis revealed that the guide wire had a slight kink towards the distal j-bend. Microscopic examination confirmed the kinking. Both welds appeared full and intact. No defects or anomalies were observed with the ars. The kink on the guide wire measured 580mm from the proximal tip. The guide wire outer diameter measured 0.802mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire was inserted through the returned ars and an 18ga laboratory introducer needle, and the guide wire was able to pass with little to no difficulty. Performed per IFU statement , "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested" and "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report of a kinked guide wire due to ars resistance was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal j-bend. Despite the damage, the guide wire met all relevant dimensional requirements. A device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the user was unable to advance the spring wire guide through the arrow raulerson syringe (ars) because of resistance during the procedure. Therefore, a new kit was used instead. No injury to the patient was reported.